Event description:
It was reported the dr said it looked like the surface of the patella had too many machining grooves in it and must be defective.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.